Manufacturer narrative:
This report is submitted on march 09, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth, drainage and swelling at the abutment site. Subsequently, the patient was prescribed antibiotics (type and date not reported). There are plans to replace the patient's abutment with a longer abutment.

Manufacturer narrative:
It was reported that the patient experienced an infection at the abutment site.